Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow and ok keypad buttons were under responsive. It was noted that there was moisture in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All keypad buttons responded to button presses appropriately. The keypad cover was removed and no damage was found to the button contacts. There was corrosion observed in the battery compartment. A leak test showed pump leaks at the battery compartment. The pump was opened and evidence of moisture damage was found on the printed circuit board. The complaint of a keypad response issue was not duplicated during investigation, however, moisture was confirmed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.